Manufacturer narrative:
Continuation of d10: product ID 3387-40 lot# l83936 serial# implanted: (B)(6) 2000 explanted: product type lead product ID 3387-40 lot# l71688 serial# implanted: (B)(6) 1999 explanted: product type lead product ID 37602 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator product ID 37602 lot# serial# (B)(6) implanted: (B)(6) 2021 explanted: product type implantable neurostimulator section d information references the main component of the system. Other relevant device(s) are: product ID: 3387-40, serial/lot #: l83936, ubd: 11-aug-2004, UDI#: (B)(4); product ID: 3387-40, serial/lot #: l71688, ubd: 11-oct-2003, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during replacement of the implantable neurostimulator (ins)- due to normal battery depletion - an out of range (oor) impedance was detected on contact 3 of the lead. Values were measured at 162 monopolar contact 3 l stn. The impedance on this contact was within range upon first connecting the battery but resulted in an oor value after a second check. Patient records noted a history of intermittent impedances on this contact. Patient was not currently receiving therapy on this contact. No further action was planned at this time.